Event description:
It was reported that the patient had an infection after recent implant in september. Devices were removed in october and replaced on 12/10. A possible contributing factor could be that the patient has dystonia which may have necessitated a more lateral placement of the implantable neurostimulator (ins). This issue has been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.